Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 53.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The tip is damaged. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 4.00mm x 8mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was half way inside the patient and it was noted that the shaft broke. The device was able to pulled out and the procedure was completed with another 4.00mm x 8mm emerge¿ balloon catheter. No patient complications were reported and patient's status was stable.